Manufacturer narrative:
Device was evaluated by a third party service center.

Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, a "vent inoperative" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue.